Manufacturer narrative:
This report is submitted on may 04, 2021.

Event description:
The device was explanted (B)(6) 2021 due to unknown reasons.

Manufacturer narrative:
This report is submitted on 01 june 2021.